Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" error message with the adc freestyle libre sensor on first day of wear. The customer subsequently lost consciousness, and was treated with glucose gel by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a "replace sensor" error message with the adc freestyle libre sensor on first day of wear. The customer subsequently lost consciousness, and was treated with glucose gel by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug assembly was inspected and no failure modes were observed. The sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.